Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue; the reporter contacted animas alleging that the pump was not delivering insulin accurately. This complaint is being reported based on the allegation against the delivery function of the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2017 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2017. The last bolus delivery was a 1.0 unit ez-carb normal bolus recorded on (B)(6) 2017 at 17:09. The black box showed evidence of a temporary basal program being run on (B)(6) 2017 beginning at 11:15. The total daily doses added up correctly and reflected the user¿s programmed basal rates. No delivery defects were found during delivery accuracy testing. Investigation determined the pump was found to be delivering within required range and delivering accurately. No errors, warnings, alarms or delivery interruptions occurred during testing. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.